Event description:
The customer reported that the insulin pump had absence of no delivery. Customer stated that she was not getting no delivery alarms. Advised the customer we need the tubing clamp to perform high pressure test. Customer will call back to troubleshoot. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.